Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent did not deploy. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since (B)(6) 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0401 captures the reportable investigation finding of handle detached. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Upon receipt, the device was observed with the gray slider broken and the stent in a partially deployed condition. The outer and inner sheaths were also found to be kinked. Functional evaluation of the deployment mechanism was performed. During testing, the pusher catheter was retracted to complete stent deployment. Slow expansion of the stent was observed; however, the stent ultimately achieved full expansion. Dimensional measurements related to device retraction were within specification. Additionally, x-ray imaging confirmed the proximal end of the stent positioned over the ro marker. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned in a partially deployed state. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The additional observed conditions, including the broken gray slider and kinked outer and inner sheaths, are most likely attributable to procedural factors, such as lesion characteristics, device handling, or the level of force applied during the procedure. Therefore, the overall root cause of the event is cause linked to device but unable to trace more specifically. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent did not deploy. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent did not deploy. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event at this time.